Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have charring and localized melting on the outer surface of the bipolar yaw pulley. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the failure analysis has not been completed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument plastic near the cable appeared to be burned. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage was identified after reprocessing. The instrument was last used during a cholecystectomy procedure on (B)(6) 2024. The instrument was inspected prior to the procedure and there was no report of damage or anything out of the ordinary. After the completion of this procedure, it was unsure if the instrument was inspected for any damage. The instrument did not collide with any other instrument or tool during the procedure. Arcing was not observed during the procedure. There was no injury to the patient.